Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient called regarding the recall. Patient reported that about half of his infusion sets had bent cannulas. Patient stated he did not call regarding the bent cannulas because he was always able to insert the second one and it would work. Patient reported, he would notice the bent cannula when his blood glucose became elevated or when he could smell insulin leaking out from under the adhesive. Patient stated, his blood glucose would go up to the 300-400 mg/dl range. Patient's normal blood glucose range is 85-150 mg/dl. Patient reported, he would change the infusion set and then his blood glucose would come back down to the normal range. Patient is inserting the infusion set manually at a 90 degree angle. Patient stated, there was scar tissue in a lot of areas but he was using his arm as an infusion site. Patient reported there was no bruising in the site. Patient discarded the infusion sets after they were used. Patient stated, his blood glucose is fine right now. Advised to discontinue the use of the infusion sets. Advised patient to the alternative type of infusion sets available. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.